Event description:
Pt underwent a cystoscopy, ureteroscopy, and laser lithotripsy directly with stone extraction. During the procedure part of the hydrophilic guard wire retained in the left ureter. Attempts to remove the guide wire was unsuccessful. The sx was completed and the pt was transferred to ICU and dc's from the hospital on(B)(6) 2018.